Event description:
Background: pt arrived in emergency room at 23:45 hours. Problem was ventricular tachycardia. The defibrillator initiated several firings to the pt which resulted in generalized muscle jerking and causing him to cry out in discomfort. An experienced rn supervisor was administering an IV medication through an IV port and received a significant electrical impulse from the pt's implanted defibrillator. Another rn at the bedside also received current, presumably from being in contact with the gurney rail. Both nurses reported chest discomfort following the incident and one suspected that she may have had some short-term arrhythmia. The concern is that the pt's card provided by the MFR suggested that bystanders were not at risk for injury. Healthcare workers should be aware of this potential injury source. The pt did not respond to the implantable defibrillator's discharge nor did he respond appropriately to IV medications. He was transported by air ambulance for further treatment. The rn supervisor reportedly has had telephone contact with the MFR. The device was implanted at another hosp 8/8/94 and was programmed by the electrophysiology department.